Event description:
It was reported the basket of the ptd broke off in the fistula. It was retrieved by the vascular surgeon. There were not reported patient complications.

Manufacturer narrative:
We are not expecting the product to be returned. Follow-up report will be filed if more information becomes available.